Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: were there an issues noted with the performance of the device during the initial procedure? No issues noted. Were there any issues noted with feeding the clips? No issues noted. Was the device fired over an existing clip? No. Did the procedure drive the need to apply torque or twist the device? No. Was the device used for a cholangiogram? Yes. Was the surgeon able to visualize proper occlusion of the clips prior to closing the patient? Yes. How many clips were fired on the patient side and specimen side? 2 on patient side 1 on specimen side. How many hours or days post op was the patient present with symptoms of a leak? Following day. Was this an emergency or planned cholecystectomy? Planned. Was this a typical case? Typical. Did the patient have any pre-existing conditions? Patient¿s anatomy present with any challenges for the case? None. What is the patient¿s current status? Patient recovered well. Is the patient expected to have a full recovery? Yes. Patient¿s sex, age, and weight? Female - unknown age and weight. How long has this surgeon been using this device? Since it came out. Was the surgeon an er420 or ligamax user prior to using er320? No. Are there any x-rays, videos, or pictures available for ethicon review? No.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The following information was requested, but unavailable: were there an issues noted with the performance of the device during the initial procedure? Please explain the shape of the clips in respect to ¿clips did not close properly¿. (Please use attached photo) were there any issues noted with feeding the clips? Was the device fired over an existing clip? Did the procedure drive the need to apply torque or twist the device? Was the device used for a cholangiogram? Was the surgeon able to visualize proper occlusion of the clips prior to closing the patient? How many clips were fired on the patient side and specimen side? How many hours or days post op was the patient present with symptoms of a leak? Was this an emergency or planned cholecystectomy? Was this a typical case? Did the patient have any pre-existing conditions? Patient¿s anatomy present with any challenges for the case? What is the patient¿s current status? Is the patient expected to have a full recovery? Patient¿s sex, age, and weight? How long has this surgeon been using this device? Was the surgeon an er420 or ligamax user prior to using er320? Are there any x-rays, videos, or pictures available for ethicon review?

Event description:
It was reported that after a laparoscopic cholecystectomy procedure, it was found that the clips did not form correctly. The clips did not close properly and fell off of the cystic duct. The patient had an ercp and a stent was placed. It was not known if a cholangiogram was used with this procedure. It was not known how long after the procedure the issue was detected. The current state of the patient was not known. No additional information was available at this time. The device has been discarded.